Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl 700mcg/ml;300 mcg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The event date was approximately (B)(6) 2015. The patient experienced increased pain and did not think the pump was working. The pocket had been swollen since a revision in (B)(6). There was more drug than expected in the pump. The physician suspected a catheter kink. Fluoroscopy of the catheter was done (B)(6) 2015 and did not show that. The logs were read and no stalls had occurred. No interventions have been performed. Surgical intervention was planned and the patient was referred to another physician for exploration. Patient status was alive; no injury. The issue had not been resolved. The cause of the event, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that the manufacturing representative checked the pump logs and they all were fine. The health care provider (hcp) viewed the catheter under fluoroscopy, and it appeared to be okay. The cause was not determined. The hcp added personal therapy manager (ptm) boluses, which were not helping pain. The patient was referred back to the surgeon for evaluation, and as of (B)(6) 2015, she had not seen him. The hcp reported through the manufacturing representative that a kink was the possible cause of the volume discrepancy. The actual residual volumes and expected residual volumes were unknown. The patient reported through the manufacturing representative that the pocket had been swollen since revision, but this could not be confirmed. The cause of the swollen pocket was not found. If additional information becomes available, the event will be updated.